Event description:
The patient stated, that her infusion tubing separated from her infusion site this morning (in 2007). She stated, that she inserted the infusion site at 5am and noticed the separation at 7am. She stated her blood glucose was elevated to 400-500 mg/dl and she was extremely thirsty. Her normal blood glucose range is around 120 mg/dl. The patient stated, that she changed the infusion tubing and bolused to lower her blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.